Event description:
Report provided by the end user states that they have experienced itching under the white tape collar of the skin barrier. The end user applies warm compresses around the stoma after removing the wafer. He cleanses the peristomal skin with soap, uses an adhesive remover, ostomy powder and protective barrier wipes. It was recommended that the end user try cutting the white tape collar off of the skin barrier until different product samples are received. The end user was instructed on the crusting technique. The end user was also instructed on cleansing his peristomal skin with water and mild soap; one without lotions; moisturizers or creams. The pts subsequent outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.